Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. The further analysis of the lead demonstrated an abrasion of the lead's outer insulation. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead did not deliver pacing when required and exhibited high pacing thresholds. Additional information indicated that the patient had a good underlying rhythm so there was no observation and the patient was asymptomatic. Also, loss of capture was noted during routine follow-up. The ra lead was found to be on the right ventricle chamber based on x-ray. There was no clinical observation that resulted in greater than 2 seconds of asystole for the patient. This ra lead was explanted and out of service. No adverse patient effects were reported.